Event description:
It has been reported to philips that the system would not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the issue occurred during a coronary diagnostic procedure. The procedure was aborted using the affected device but was later completed by using another system. A philips remote service engineer (rse) assessed the system remotely. The rse checked the system logfile and used the pc diagnosis tool. The rse identified a grabber card failure in the system's flexvision-pc. A second analysis of the system logs was done and did not identify flexvision pc malfunction. However, a philips field service engineer (fse) replaced the flexvision pc and this resolved the issue. After the flexvision pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.